Manufacturer narrative:
E2 : heath professional was inadvertently selected for yes. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a tur-p (transurethral resection of the prostate), the doctor was scraping the prostate gland using the hf-resection electrode loop and found that the bladder had ruptured. The procedure was therefore converted to an open abdominal surgery to stitch up the bladder. The procedure was prolonged by 60-70 minutes. The patient was recuperated for 3 days at the hospital, then the patient was discharged home. The patient's current status is described as "well recovery". No other complications or adverse events noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to a procedural complication during the operation. During resection, cutting and coagulating, thermal decomposition of the purge fluid produces a detonation-capable mixture of gaseous hydrogen (h2) and oxygen (o2), also known as oxyhydrogen or oxyhydrogen. Activating the radio frequency (rf) current in the presence of flammable gases can cause the gases to ignite or explode. This can result in bladder perforation or puncture, exogenous burns, or other injuries. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.